Manufacturer narrative:
Corrected data: h11 - initial MDR is to be disregarded as report is n/a. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting without rotation. The lens was explanted and the problem was resolved.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).